Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 49 and 71 hours. When removed from the infusion site (arm), the pod's cannula was found blocked with blood. As treatment, a new pod was applied and an insulin injection was administered.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, it could not be determined when the tear occurred or if it contributed to the reported event.